Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was cumbersome to charge and charging frequency had increased. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was cumbersome to charge and charging frequency had increased. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.